Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that the past two week the device had a mind of its own. The patient reported that he had it set and started walking and stimulation shot way up. The patient reported that he tried to keep it low because of that but difficult to walk and didn¿t always have the remote with him. The patient reported that there was no reason it did it, 2.6 and shot up to 4.7. No troubleshooting could be done at the time of the initial call due to lack of access to the product, the patient reported he would call back for troubleshooting. The patient later reported that he had his equipment with him and would like to do some troubleshooting. The patient connected with the patient programmer (pp) and stated adaptive stimulation was on. The patient reported that when stimulation ramped up he could barely walk. The patient reported that he would like adaptive stimulation to remain on but didn¿t want it to ramp up to a higher setting on its own. The patient was assisted in storing new settings for each position. Laying b: 1.40v - the patient reported that he was sitting in the chair but it said laying. As soon as the patient stood it recognized upright and the patient reported that this setting was good. Upright: was on 2.7v, patient walked through changing to 2.5v. Mobile: the patient reported that mobile was displayed as 2.5v and that it was on 4.7v. The patient reported that when he took a walk earlier and he turned it down and was able to store this new setting. The patient reported that 2.5v was good for mobile. Laying r: 1.5v - the patient reported that this was good. Laying l: 1.8v - the patient reported that this was good. Laying f: 1.8v - the patient reported that this was good. The patient reported that this made a lot of sense now that he understood to adjust the different positions and why the stimulation increased. No further complications were reported.